Event description:
Could not get the insert to engage and lock in place in the baseplate. Lateral side was up. Tried inserting the insert several times.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Review of device history records indicates the lot was manufactured and accepted into final stock. There have been no other events for the lot referenced. The event could not be confirmed as the device was returned in damaged condition. Minimal light scratches were observed of the bearing surface. The middle portion of the locking wire was derformed and the plastic surrounding it was cracked and damaged. The root cause could not be determined from the provided information. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
Could not get the insert to engage and lock in place in the baseplate. Lateral side was up. Tried inserting the insert several times.